Manufacturer narrative:
Follow-up #1: date of submission 01/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2016 with the following findings: there was no data from the time of the event due to continued use of the pump. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A delivery accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The patient contacted animas on (B)(6) 2012 reporting blood glucose levels as high as 29 mmol/l. The reporter stated that blood glucose elevated to 24 mmol/l related to having a bent cannula and the site was changed and a bolus was given via injection to correct. The patient stated that after inserting the new site blood glucose levels again elevated to 29 mmol/l with muscle tension and nausea related to the new site having a bent cannula as well. The patient stated that the pump then alarmed for exceeding the maximum total daily dose so he was unable to correct using the pump and the patient did not have a syringe with him so he had to wait until he arrived home to give a correction. Customer support explained the exceeds max total daily dose safety feature to the patient and advised the patient on being able to change the maximum total daily dose if they issue were to reoccur. The patient stated that the second site was also bent went removed and stated that he treated the elevated blood glucose with an injection. This report is made based on the allegation that the patient experienced hyperglycemia which the patient was unable to treat due to not having a back up treatment plan available and due to not adjusting the max total daily dose settings.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient reported that the blood glucose excursion was related to a non-animas product; animas has forwarded the complaint to the manufacturer. The patient reported that the pump alarmed to alert that the insulin delivery was exceeding the total daily dose. The patient was advised on being able to adjust the settings to treat and the owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. No conclusions can be made at this time.